Event description:
The pt was undergoing a laser lead extraction and placement of new leads. The old lead was extracted and in the process of placing the new leads, the lead stabilizing sleeve, the short white approx 3 cm sleeve that gets sutured in the subcutaneous tissue, became intravascular or top of the new defibrillator lead. In attempting to pull it into the 10-french sheath, the snare actually cut the sleeves through and through. This resulted in 1 fragment that was approx one-third the length of the entire sleeve that embolized to the left lower pulmonary artery and two-thirds of the sleeve embolized to the right lower pulmonary artery. The md was able to retrieve both pieces.